Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. On the same day, the patient was treated with intraperitoneal (ip) cefazolin one gram, daily and ip zidimbiotic one gram, daily for peritonitis. Dianeal therapies were ongoing. Fourteen days after admission the patient was discharged, cefazolin and zidimbiotic therapies were withdrawn and the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.